Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appears intact. The device was received with the capsule fully closed and slightly over captured. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Voids are observed along the proximal end of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. On applying minimal pressure and pressing the meeting point between both deployment knob components, the deployment knob components partially separated at the carriage end. Stress marks are observed on both deployment knob tabs. From close observation, there appears to be pinhole like damage to the capsule. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can valve positioning including patient anatomy or physician technique. The dcs was returned to medtronic for analysis. Delamination between the capsule outer polymer and the nitinol frame was observed which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A small hole was observed on the capsule. The description of the event does not indicate that this damage occurred during the reported issue. The damage may have occurred during transport of the device back form analysis. On applying minimal pressure at the meeting point between both deployment knob components, the deployment knob components partially separated. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 2/3 deployment it was decided that the valve was too high and the valve was recaptured. During re-recapture, at about 1/3 closed, the blue deployment knob on the dcs separated into two pieces, but remained intact. With force, the two pieces were put back together and the valve was closed back in the capsule. The dcs and valve were withdrawn from the patient and not implanted. A new dcs was used and a second valve was successfully implanted. The loading was performed by medtronic personnel and confirmed by fluoroscopic inspection with no tension noted. No adverse patient effects were reported.